Event description:
Boston scientific received info that this right atrial (ra) lead was explanted due to high thresholds. A reposition attempt was made, during which time the lead dislodged. As a result, the physician elected to explant this lead. Upon explant it was noted that there was bodily tissue found lodged in the helix of this lead. As a result the physician explanted and successfully replaced this lead, to date, no adverse pt effects have been reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during this mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.